Manufacturer narrative:
UDI: product information not available. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by legal: patient involved in car accident (B)(6) 1988 in which he suffered serious and permanent spine injuries. He has required as many as 10 surgeries on his cervical and thoracolumbar spine since that wreck. On (B)(6) 2014, patient presented to neurosurgical associates, p.c. In knoxville, tennessee with a greater than three month complaint of neck and arm pain and weakness. Patient reported significant loss of, grip strength and frequent dropping of objects. Patient stated the symptoms have been progressive for some time, but worsened in the three months prior to the appoiniment: patient's history was significant for numerous spine frision surgeries, including a cervical fusion c3-c6 in (B)(6) 2011. Patient did well for a period of time then symptoms worsened and conservative care did not provide any relief. On (B)(6) 2014, surgeon removed old hardware (unknown) and implanted skyline cervical plate. On (B)(6) 2016, patient went to emergency room due to significant pain and was notified that the plate broke less than two years after being implanted. Surgeon concluded that patient needs a c3 -t3 posterior fusion with new hardware to replace the broken cervical plate. Surgeon requested cardiac clearance from patient's cardiologist. Because of his ongoing heart problems, the surgery has been delayed until (B)(6) 2017. Patient has lived with the pain of a broken cervical plate for at least one year, and likely much longer, and will continue to live with pain until the surgery is performed.